Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found a damaged downstream occlusion seal. Review of the event history log was not applicable. Functional testing was able to duplicate the reported problem along with the damaged downstream occlusion seal. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned for a discolored case on serial number; however, the device analysis found a damaged downstream occlusion seal. There was unknown patient involvement.